Event description:
It was reported that the patient presented to the clinic with the device on his collar bone and in severe pain. The pocket was revised to correct the condition. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.